Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer has had three cannulas bent in the last week. On saturday night customer was admitted to the a&e for 4-5 hours. Customer had reading of 26mmol/l and ketones. Customer's high reading was treated with drip. Unable to return bent cannulas as they were discarded.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.